Event description:
Philips was informed by the customer that while moving the pt, a staff member has pinched her finger on the examination table. She wanted to move the table into the position for repositioning of the pt, by doing this, she reached with her left hand for the table control button and with her right hand on the table outside. In this case, the table moved in the direction of the pt's head and her little finger of her right hand was trapped between the rails in the tabletop and the table cover. As a result, the nurse crushed her little finger.

Manufacturer narrative:
Philips has tried to contact he customer two times to get more information about this incident, so far without response from the customer. On 20-10-2015 we made a final attempt to gather more information from the customer. We will inform you about the outcome of our investigation as soon as possible. (B)(4).

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to FDA.

Manufacturer narrative:
Philips was informed by the customer that the nurse fully recovered and did not have any long term injuries. The instruction for use advises the user that personnel should be aware that it is possible to access the longitudinal guiding profiles from underneath the tabletop. Serious injury may result if any part(s) of the personnel present become trapped in the longitudinal guiding profiles. Philips concludes that the system did not malfunction and works within the specifications. (B)(4).